Event description:
Ventilator delivered volumes greater than setting. Obvious overdistention of chest observed. Settings immediately decreased with less but continued undesirable excess volume. Machine removed from pt. Bvm ventilations continued until pt able to breath spontaneously. Pt then extubated.